Event description:
The customer's wife reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 168 mg/dl. Troubleshooting was performed and found that an alarm had occurred on the insulin pump. The insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. No alarms were noted during testing, and all operating currents were within specification. After testing, it was concluded that the device operated within specifications.